Manufacturer narrative:
The device was returned for investigation. The manufacturing records indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr, a 18f manta was deployed for closure in the right common femoral artery. The vasculature was noted as 10.2mm and no plaque or tortuosity was visibly seen. A single stick access was gained utilizing micropuncture and ultrasound and was positioned over the femoral. The physician was experiencing difficulty introducing the bypass tube through the hemostatic valve of the manta sheath. The closure procedure was completed with this device, however, required extended time of pressure to achieve hemostasis without complication.

Manufacturer narrative:
Device has not returned for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician had difficulty advancing manta in manta sheath. Doctor needed to hold pressure for 10min. Hemostasis was attained after the 10min hold without complications.